Manufacturer narrative:
(B)(4). No display was reported. There was no patient involvement. The device was evaluated by philips. The symptom could not be reproduced. No parts were replaced. Based on the reported symptom we are considering this a malfunction but we cannot determined the cause because the symptom was not reproduced/no parts were replaced.

Event description:
No display was reported. There was no patient involvement.